Event description:
The pt underwent a procedure to receive a permanent scs system. It was reported the procedure was aborted due to problems placing the lead. The physician placed the lead in the epidural space but it kept moving anterior. The physician attempted to place the lead about 4 times and stated the pt had scar tissue from previous procedures.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.